Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 45 mg/dl at the time of incident and the current blood glucose level was 182 mg/dl. Later, blood glucose value was 46mg/dl. At 8:20 am it was 114mg/dl, at 10:43 am it was 142mg/dl, at 12:27 pm it was 156mg/dl, at 4:15 pm it was 182mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer was using an auto mode feature of the pump. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.